Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous shunt side vein. The 6.0 x 80 sterling otw balloon catheter was inflated 1st at 6atms, 2nd at 10atms, and 3rd at 10atms when it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous shunt side vein. The 6.0 x 80 sterling otw balloon catheter was inflated 1st at 6atms, 2nd at 10atms, and 3rd at 10atms when it ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).